Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the investigation summary. Revised product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis revealed that the device passed visual inspection. Visual evidence provided by the site revealed the battery was unable to charge and that the battery charger led status indicator flashed red on the battery charger. Functional testing revealed that the device was received in an inoperable state; the battery was unable to charge or provide power to the test controller. Functional testing also revealed a cell-under-voltage flag, that the discharge field-effect transistor (fet) was disabled, and an internal cell pair had no voltage. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the flag, disabled control fet, and internal cell pair with no voltage. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a solder defect during the assembly process. CAPA pr00451233 investigated batteries with defective solders. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the battery was not returned for evaluation. Visual evidence provided by the site revealed a flashing red light on the battery charger and a battery unable to charge. As a result, the reported event was confirmed; however, there is insufficient evidence to determine the cause of event. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging may be attributed, but not limited, to a faulty integrated circuit and/or an improper weld. A possible root cause of the reported ¿flashing red status light¿ when connected to the battery charger can be attributed to a charge time-out of eight hours or a battery that is out of calibration due to a high max error. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. It was noted that the status indicator light on the battery charger was flashing red while the battery was on the charger. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.